Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2022. During the procedure, the clip couldn't release from the tissue; however, it was tried shaking the handle opened, and closed, the clip was able to release after 10 seconds. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. No further information has been able to be obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).